Manufacturer narrative:
Title: low complication rates using closed-incision negative-pressure therapy for panniculectomies: a single-surgeon, retrospective, uncontrolled case series source: plastic and reconstructive surgery, august 2020, volume 146, number 2, complications in panniculectomy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 2014 to 2018, postoperative to panniculectomy managed with closed-incision negative-pressure therapy, four patients had a major infection, two had a major dehiscence and four had a major seroma requiring drainage.